Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿display - blank screen¿ was confirmed. On 22-jan-2025, pcu was received unboxed and with paperwork. Blank screen on the pcu was due to a broken connector of the lcd display cable found during internal inspection. Recommend bd san diego repair center replace the display cable. Device to be returned to san diego repair center for normal processing. Failure investigation report uploaded to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had blank screen display. There was no patient involvement.